Manufacturer narrative:
It is indicated that the monitor is not returning for evaluation. Since the monitor associated with the complaint was not returned, in-house testing was performed on strip lot k385431 and found that the lot meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances; the lot met release specifications. Unable to determine a root cause from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Customer reported a variance between inratio inr results and lab inr result. The testing was performed on (B)(6) 2016 and the results were as follows: (B)(6). Reported therapeutic range: 2.5-3.5. (Note: the inratio2 product hs99007g1 is not available in the united states; however, this MDR filing is due to a same or similar device being available in the united states.)